Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: v18, sheath: 6.0x45, stent: 5.5 mm x 80 supera. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported via user facility medwatch: there was a flow-limiting dissection in the distal common femoral artery (cfa) and a 5.5 mm x 80 supera self expanding stent (ses) was deployed. Next, it was intended to overlap the ses with the 6.5x40 mm supera ses. The intended location was for the right common femoral artery in the mid to distal segment. At the point of near complete deployment, the unlocking and unleashing mechanism from the supera shaft was stuck. It did not work. In the process of pulling the carcass of the stent out, the supera stent also migrated north to the aortic bifurcation. Additional information: the vessel diameter was 7.0-7.5 mm and was prepared with a 6.0 mm balloon at 20 atmospheres for 30 seconds. The stent is not implanted in the target lesion but it is located in unhealthy tissue. The tip of the supera ses system was retrieved with the use of a balloon and a non-abbott guide wire, being advanced past the tip and slowly continuously pulling back. Final patient outcome is excellent. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017- failure to follow steps/instructions. Evaluation summary: visual and functional inspection was performed on the returned device. The deployment difficulty and resistance with the thumbslide were not able to be confirmed. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It was reported that the vessel diameter was 7.0-7.5 mm and was prepared with a 6.0 mm balloon. The supera instruction for use (IFU) states that the recommended pre-dilatation diameter for a 6.5 mm stent is to use a balloon diameter greater than 6.5 mm. The investigation was unable to determine a cause for the reported difficulties. It is possible that inadequate pre-dilatation of the target vessel contributed to the reported difficulties; however, this could not be confirmed. The additional treatment to remove the tip was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.